Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. It is possible that foreign material remained in the device due to insufficient reprocessing as a result of occurrence of leakage. The instruction manual describes detection methods associated with reprocessing issues in ¿cf-ez1500dl/I operation manual chapter 3 preparation¿, and preventative measures in ¿cf-ez1500dl/I operation manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope cup has a small crack in the joint next to / under the control housing, so it is very leaky. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material resembling powder mixed with water was found inside the air / water tube and inside the air / water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the control unit had a crack. The device evaluation found a whitish foreign material resembling powder mixed with water was found inside the air / water tube and inside the air / water cylinder. Additional findings include the following: water tightness was lost due to a crack on the grip / scope body, the grip had a crack, the switch box had a scratch, the air / water cylinder had no color, the suction cylinder had no color, the flexibility adjustment ring had a scratch, the label on the scope connector was damaged, the bending angle in the down direction did not meet the standard value due to wear of the angle wire, the image guide protector had a chip, the plastic distal end cover had a dent, the adhesive around the light guide lens had wear, the adhesive on the bending section cover had a crack, the connecting tube coating was peeling, and the universal cord had a wrinkle. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.